Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (svc code 204) has been confirmed. Upon evaluation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a strained trunk cable, which damaged connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable. Patient was received a replacement electrode belt.

Event description:
The friend of a (B)(6) male pt called zoll customer support to report that the pt was receiving a svc code 204. The pt was issued a replacement electrode belt.